Event description:
A physician reported a case of hypotension. A patient (weight, 85kg) had a "fall in blood pressure from systolic pressure of 110 to 60 mmhg within 2-3 minutes following instillation of adcon gel into laminectomy wound at end of case". The patient had a "rapid response to vasopressin, fluids and removal of gel from the wound". Dr. Considered this situation to be "life-threatening". The patient had no known drug allergies and no history of elevated blood pressure. The patient had non-insulin dependent diabetes mellitus. The patient was taking the following medications: atenolol, ramipril, bendrofluaziol, and metformin. No additional information was provided.